Event description:
During an atrial fibrillation procedure, a steam pop occurred resulting in a hemopericardium requiring surgical repair. During ablation on the cti a steam pop occurred, and the patient became hypotensive. The patient was then cardioverted back to sinus rhythm. A transesophageal ultrasound showed a hemopericardium and a pericardiocentesis was performed. Auto perfusion was started after 1 liter was drained. An hour later, the hemopericardium was still visible so the patient was transferred to cardiac surgery where the patient benefited from two hemostasis points on the right ventricle near to the valve and is now stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.